Manufacturer narrative:
The event date is approximate. Product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis found bent connector pins on the desktop charger (serial #(B)(4)). All fdm and fdr codes apply to the desktop charger (serial #(B)(4)). (B)(4) applies to the implantable neurostimulator (serial #(B)(4)), and (B)(4) applies to the desktop charger (serial #(B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator for failed back surgery syndrome and spinal pain. It was reported that there was a bent connector pin on the desktop charger (dtc). The caller stated the recharger (insr) screen was blank, and the dtc plug was not working. The caller stated when he used his dtc, it worked. The caller also reported poor telemetry/no telemetry with recharging and an overdischarge. The caller stated he was there with the patient doing a trickle charge, because she had not charged the ins in three weeks. A replacement dtc was sent to the patient. The rep reported at a later date that the cause of the overdischarge was that the plug did not work. The replacement of the dtc resolved the blank insr screen, and the overdischarge was also resolved. No symptoms or further complications were reported/anticipated.